Manufacturer narrative:
Qn#(B)(6) the customer returned one opened cvc kit including the arrow raulerson syringe (ars) for analysis. The 18ga introducer needle was not returned for analysis. No definite signs of use were observed. Visual analysis did not reveal any defects or anomalies with the ars. Visual analysis could not be performed on the introducer needle as it was not returned for analysis. The ars was functionally tested with a lab inventory introducer needle per the instructions for use (IFU). The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The lab inventory needle felt secure on the ars and was able to draw and aspirate water with no issues. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit, states "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The report of a syringe/needle connection not secure was not able to be confirmed through complaint investigation. The introducer needle intended for use with the ars was not returned. Despite this, the ars was found functional with a lab inventory introducer needle with no defects or anomalies. Based on the sample received, and the customer report, the root cause cannot be determined at this time without the 18ga introducer needle also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6)2023, the doctor found that the syringe/needle connection was not secure during use on the patient. There was no reported patient harm or consequence.

Event description:
It was reported that: (B)(6) 2023, the doctor found that the syringe/needle connection was not secure during use on the patient. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). UDI related data quality updates only section d.4.-(UDI)# corrected to (B)(4). The customer returned one opened cvc kit including the arrow raulerson syringe (ars) for analysis. The 18ga introducer needle was not returned for analysis. No definite signs of use were observed. Visual analysis did not reveal any defects or anomalies with the ars. Visual analysis could not be performed on the introducer needle as it was not returned for analysis. The ars was functionally tested with a lab inventory introducer needle per the instructions for use (IFU). The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The lab inventory needle felt secure on the ars and was able to draw and aspirate water with no issues. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit, states "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The report of a syringe/needle connection not secure was not able to be confirmed through complaint investigation. The introducer needle intended for use with the ars was not returned. Despite this, the ars was found functional with a lab inventory introducer needle with no defects or anomalies. Based on the sample received, and the customer report, the root cause cannot be determined at this time without the 18ga introducer needle also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2023, the doctor found that the syringe/needle connection was not secure during use on the patient. There was no reported patient harm or consequence.